Event description:
On 03/17/1999, the facility's spd assistant informed the MFR's (MFR.) Sales rep of the following: the surgeon implanted the device and before closing, the device leaked at the catheter connection at the stem. No further details were provided.